Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "ECG monitoring failure" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer's report was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. The defib connector was replaced as a precaution. A new multi-function cable was sent back with the device. The device was recertified and returned to the customer. The multi-function cable used was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.